Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the fsa testing and a ventilator service required alarm occurred related to a failure of the oxygen blending module. However, the investigation is not yet complete. A follow up report will be filed upon the completion of the investigation.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the fsa testing, and a ventilator service required alarm occurred related to a failure of the oxygen blending module. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.